Event description:
It was reported that the versacross rf wire was selected for use in a left atrial appendage occlusion (laao) procedure. The wire was initially introduced through a short micropuncture sheath and advanced into the superior vena cava (svc) without issue. The versacross connect and watchman access sheath were then advanced over the wire, and the wire was pulled back into the sheath as it was positioned against the septum. After confirming position via tee, the wire was advanced, though resistance was noted. Upon initial failure to cross, the wire was advanced further and successfully crossed the septum. While attempting to advance the dilator, resistance was again encountered. It was then recommended to leave the sheath in place and remove the wire and dilator together. Upon inspection, it was observed that the coating on the wire had been shaved off, which appeared to prevent the dilator from advancing. Despite the issue, the procedure was successfully completed using the same device. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.